Event description:
According to the information available, the complaint described in comp-033553 concerns an experienced end-user who have been performing self-catheterization for 16 years. During catheterization, the end-user inserted the catheter per protocol, however when met with resistance (presumably around the area of the prostate) the end-user hears the sound of hard plastic breaking. Upon hearing this, the end-user withdraws the catheter with only a part of the catheter coming out. The end-user visited a hospital where the remaining catheter piece was removed by cystoscopy from the urethra. The end-user experienced severe pain from this experience. Here is no further information available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.